Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported single leaflet device attachment (slda) was due to challenging anatomy. The reported poor imaging resolution was due to challenging anatomy. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detached from one leaflet and remained attached to the other leaflet and the mr increased requiring another clip for stabilization. It was reported that the initial mitraclip procedure was performed on 9/8/2021 to treat degenerative mitral regurgitation (mr) with a grade of 4+ and prolapsed p1 segment. Imaging was challenging due to patient anatomy. One clip was implanted, reducing the mr to 1+. The next day, a control echocardiogram was performed, which found that the most lateral clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr had increased back to 4+. An additional clip was implanted to stabilize the slda clip, reducing mr to 2+. No additional information was provided.